Event description:
Orders received to remove patient's PICC line. Patient states the line had been bothering her. Left arm was noted to be approximately twice the size of the right. Physician notified and doppler studies were positive for dvt. Patient is currently on coumadin.